Event description:
Date of event: 2009. According to the information received, an end user reported a cutoff catheter. The catheter end was cut off and the customer injured himself when cathing, causing some internal bleeding.

Manufacturer narrative:
The return of the device has been requested; however, information received indicates there are no samples available for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed. The complaint history was reviewed, revealing that this is the first such complaint for this lot number. Device not returned for evaluation